Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that three augments with the same lot number were opened and each package was missing a screw.